Event description:
11/16/2023 - the consumer claims the product melted the plastic and began to burn. Injuries or property damage did not occur. The consumer accepted a replacement and will not return the product for an investigation.

Manufacturer narrative:
11/16/2023 - the consumer accepted a replacement and will be returned the product to the manufacturer. Therefore, an investigation will not occur.